Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. The customer observed a "sensor ended" message upon scanning on the seventh day of wear. As a result, the customer was unable to obtain scan readings and experienced symptoms described as dizziness, disorientation, tremors, and loss of consciousness. The customer was able to regain consciousness and self-treated with novorapid insulin (dose unknown). No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.